Event description:
It was reported that when turning the programmer off, an error message was generated. Recycling the power to the programmer cleared the error. The service diskette will also be run. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.